Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1125006) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.

Event description:
It was reported by the aci sales professional who was present at the case of a (B)(6) male patient who underwent a coronary intervention procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed the vessel to be 7 mm in size and no evidence of calcium in the vicinity of the arteriotomy. Following the procedure, the physician who is a trained user of the mynx, chose the mynx cadence for femoral arterial closure. It was reported that it was a successful deployment. After a few minutes, it was discovered that a "palm-sized" hematoma formed at the access site. The nurse applied 10-15 minutes of manual compression at the access site and the hematoma was resolved. At the same time, the nurse also discovered that the patient was incorrectly given integrillin drip rather than anti-coagulated with angiomax. The patient tolerated the procedure well, was ambulated and discharged to home the same day with no reported clinical sequela. No further information was provided.